Event description:
Customer was preparing to operate eto sterilizer. Customer removed a cartridge from its carton in a wall mounted storage cabinet. Customer claimed that cartridge appeared to be leaking. Customer immediately dropped the cartridge on the floor, left the room, closed the door and notified administration.